Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a "small vibration and short lives". The right atrial (ra) lead exhibited a lead alert for low impedance. The ra lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.